Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: possible "rupture".

Event description:
Patient reported right side "went to the doctor with pain in my breasts, was referred and they confirmed possible encapsulation and/or rupture", "and I have subsequently found out that these were recalled". The device remains implanted.